Event description:
It was reported that the use of bd max¿ system, bd max¿ instrument; resulted in a false positive. The false result was reported to the clinician and resulted in a change to the to patient treatment. This constitutes a serious injury. Confirmatory tests were eventually received genexpert confirming false results. This was a one time occurrence. The following information was provided by the initial reporter: "problem 441916 - instrument max clinical patient samples - once inh resistance is reported and once rif resistance. This result could not be repeated." Upon receiving the original results the clinician placed the patient on an alternative regimen. Once the clinician "received a response from fhi with the negative response to isoniazid resistance, but it is uncertain whether they will change the treatment now."

Manufacturer narrative:
Medical device expiration date: na. PMA/510k multiple numbers: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the use of bd max¿ system, bd max¿ instrument; resulted in a false positive. The false result was reported to the clinician and resulted in a change to the to patient treatment. This constitutes a serious injury. Confirmatory tests were eventually received genexpert confirming false results. This was a one time occurrence. The following information was provided by the initial reporter: "problem 441916 - instrument max clinical patient samples - once inh resistance is reported and once rif resistance. This result could not be repeated." Upon receiving the original results the clinician placed the patient on an alternative regimen. Once the clinician "received a response from fhi with the negative response to isoniazid resistance, but it is uncertain whether they will change the treatment now."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had " tb - discrepant". The complaint is not confirmed because the issue did not re-occur. The root cause is "unknown". Review of device history record for instrument (B)(6)is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 5/13/2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.